Event description:
It was reported that the pump touch screen was cracked and unresponsive. The customer reverted to an alternate method in insulin therapy. Customer¿s blood glucose (bg) value was 600 mg/dl. Bg cause was due to reported issue. High bg was addressed via manual injection.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.